Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No blank display during test and pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime fill anomaly during test noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to exit the preparing to prime loop. The customer was unable to prime. Insulin continued to drip out of the tubing when she let go of the act button. Customer's blood glucose level was 241 mg/dl. The customer disconnected from the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.